Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: (B)(6) 170-32-00 - biolox delta femoral head 32mm od, +0mm. (B)(6) 130-32-51 - nv gxl liner neutral, 32mm ID group 1 cups. (B)(6) 180-65-20 - alteon 6.5mm screw, 20mm. (B)(6) 186-01-50 - integrip cc, cluster 50mm, g1.

Event description:
As reported by legal notification, approximately 5 years and 3 months post the initial right total hip replacement, the patient was revised due to possible femoral loosening. No further information provided.

Manufacturer narrative:
H3: the most likely underlying cause for the loosening reported cannot be determined from the provided information. Radiographs provided do not show any indicators consistent with instability or loosening and no clinical information was provided. This follow-up report is being submitted to relay additional information. The following sections were updated: a2 this follow-up report is being submitted to relay corrected information. The following sections were corrected: h3.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. B3: date of event is unknown. D6b: explant date is unknown. MDR section codes updated/corrected: f. Associated medwatch report: 1038671-2025-00271. The most likely underlying cause for the loosening reported cannot be determined from the provided information. Radiographs provided do not show any indicators consistent with instability or loosening and no clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.